Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned product identified fracture across the threads and signs of wear due to usage. Functional testing could not be performed due to the nature of the devices and event. No pre-existing conditions were noted on the per. The reported devices have been placed on an unknown tooth location for approximately 6 years. X-ray and picture images were not provided. DHR review could not be performed for the screw since the lot number was unknown. Complaint history review was performed by item number (iunihg) over a one-year period for similar events. No complaints about nonconforming products were identified. November post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices and event. Therefore, based on the available information, screw malfunction did occur and the reported event was confirmed. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the probable cause for the reported events is long term parafunctional habits of the patients (occlusal loading) as it was noted, the devices had been placed for approximately 6 years.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided. Device lot number: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that abutment screw (iunihg) fractured within the implant. Implant remains implanted and no injury was reported.